Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned unit for preventive maintenance with no reported issue. Upon triage on (B)(6) 2018, service found the unit had no audio when turned on.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed a trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.